Event description:
The customer's wife reported that the customer was hospitalized for diabetes ketoacidosis. No blood glucose reading was reported. Troubleshooting was not performed because the insulin pump was not available at time of the call. Instructed wife to call back to test the device. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.